Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that initially the patient's impedances were okay but they have since changed. On 'lead 2' they have three contacts that are avoid/do not use. The caller states these contacts are the ones she would normally use. The caller was trying to map and noted she got out of regulation (oor) on what interpreted as programming on 'lead 2'. The caller noted being at 450 usec, one pair of contacts being used. The caller went on to say they were trying to program the patient on 'lead 1' and the patient could not feel stim on 12-13 milliamps. It was reviewed that the caller shouldn't equate these settings to the other system's settings and that they could try to turn stim up until the patient felt it. No symptoms were reported and no further complications were reported/anticipated. On (B)(6) 2017 rep reported that the customer was unwilling to provide any additional information because the issue was resolved. No further complications were reported/anticipated.